Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation, the device failed functional testing relating to the positive flow verification test step. In addition, the device was visually inspected and found no evidence of foam degradation.